Manufacturer narrative:
Concomitant devices: sv 5 wire, unknown balloon to finish the procedure, cook inflation device and isovue contrast media. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to the left posterior tibial, it was reported that a saber balloon catheter (bc) was used over a wire to the lesion and the user tried to inflate; however, the user noticed contrast outside the balloon. It was not inflating. The balloon was removed intact and no harm was caused to the patient. A new balloon was opened and the procedure completed. The balloon was originally removed from package and prepped properly but the leak was not noticed during this process. There was no difficulty removing the product from the hoop or removing the protective balloon cover. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. The contrast media used was isovue and the contrast to saline ratio was 70/30. The inflation device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. A guide catheter was not used. There was slight difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The user tried to inflate outside the body, it was noticed the contrast was leaking out the distal tip on the side. The target lesion was 80% stenosed and heavily calcified. The product was returned for analysis. One non-sterile unit of saber 2mm x 30cm 150cm bc was returned. Per visual analysis no anomalies or damages were noted. A leak test was performed and a leak was found in the balloon. Per sem analysis the external surface of the balloon exhibited evidence of scratches near to the leakage; the balloon internal surface exhibited no evidence of damage. The distal marker band exhibited no anomalies. A device history record (DHR) review of lot 17064214 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the leak could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification and a rate of stenosis of 80%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
During a percutaneous transluminal angioplasty (pta) to the left posterior tibial, it was reported that saber balloon catheter was used over an sv 5 wire to the lesion and the user tried to inflate, however, noticed contrast outside the balloon. It was not inflating. The balloon was removed intact and no harm was caused to the patient. New balloon was opened and the procedure completed. The balloon was original removed from package and prepped properly but the leak was not noticed during this process. There was no difficulty removing the product from the hoop or removing the protective balloon cover. No kinks or other damages were noted prior to inserting the product the product into the patient. The device was prepped normally, maintaining negative pressure. The contrast media used was isovue and the contrast to saline ratio was 70/30. A cook inflation device was successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. A guide catheter was not used. There was slight difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. User tried to inflate outside the body, it was noticed the contrast was leaking out the distal tip on the side. The target lesion was 80% stenosis and heavily calcified.